Manufacturer narrative:
The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation: "right axilla swollen lymph node" and "[patient] would like implants removed and exchanged for smooth silicone." Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported "right axilla swollen lymph node" and "[patient] would like implants removed and exchanged for smooth silicone." This record is for the right side. Device remains implanted.